Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the patient was also given IV antibiotics to treat the issue.

Event description:
It was reported that the patient experienced skin erosion where the leads connect to the extensions. To address the issue, the entire system was explanted via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
Further information was requested but not received.